Event description:
It was reported that a minimum fill notification occurred. There was no adverse impact to the customer's blood glucose level. The customer was initially instructed to perform several troubleshooting steps, including cleaning the pump's pneumatic tap area and attempting to reload the existing cartridge, but these did not resolve the issue. Ultimately, the customer was guided through loading a new cartridge onto the pump, but the issue persisted. Ultimately the pump was replaced.